Event description:
On (B)(6)2010, covidien was informed by another manufacturer of a pt death. The pt was being treated for multiple myeloma, and during the course of treatment, the pt's attorney alleges that the pt used covidien prefilled heparin syringes for PICC line flush. One lot number identified was part of product recall. On (B)(6)2008, the pt was hospitalized and diagnosed with thrombocytopenia. On (B)(6)2008, the pt passed and the cause of death identified on the pt's medical records was multiple myeloma and renal failure; the death certificate identified cause of death to be multiple myeloma.

Manufacturer narrative:
(B)(4). An investigation is currently underway. Upon completion, the results will be forwarded.